Event description:
Customer reported receiving a blank screen on their freestyle flash meter. Customer also reported "loss the use of her eyes, white blood count damaged her kidney", and experiencing symptoms of dizziness and loss of consciousness and taking her insulin medication to counteract her symptoms. However, it is unclear if customer's medication were taking before or after her reported symptoms. There was no report of death or third party medical intervention associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: customer reported using expired test strips.